Event description:
The physician reported flushing was difficult at preparation as only a few drops of saline fell from the distal tip. Flushing was performed again without incident. The catheter was then advanced to a very tortuous lesion at the anterior of the spinal artery. The physician then inserted a detachable coil and reportedly felt a lot of resistance. The coil was removed and flushed again with only a few drops of saline coming from the tip again. The procedure was completed with the use of another similar device. There was no allegation of harm. The physician also noted that continuous flushed was maintained throughout the procedure.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow. Add'l 510(k) # k042568/ k994155.